Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 461 mg/dl. The customer's current blood glucose was 449 mg/dl. Customer stated that she just inserted her sensor this morning and it was telling her calibration required. The customer declined troubleshoot. The insulin pump will not be returned for analysis.